Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon removal difficulty occurred. It was reported that target lesion was moderately calcified and mildly tortuous. A 16mm x 3.50mm promus premier select stent balloon expandable was selected for procedure. During the procedure 16mm x 3.50mm promus premier select stent was implanted. Following implantation, on withdrawing the delivery balloon, it stuck on the tip of the non-bsc guiding catheter. The procedure was completed successfully and there were no patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Initial reporter phone: (B)(6). Device evaluated by manufacturer: the returned product consisted of the promus premier select 16 x 3.50mm stent delivery system (sds), batch #32350110 device. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination identified multiple kinks noted along the length of the hypotube shaft. Examination of the distal shaft identified a break 23.5cm from the bumper distal tip and the inner lumen was bunched. The stent was deployed as per event description. The bumper distal tip was damaged.

Event description:
It was reported that a balloon removal difficulty occurred. It was reported that target lesion was moderately calcified and mildly tortuous. A 16mm x 3.50mm promus premier select stent balloon expandable was selected for procedure. During the procedure 16mm x 3.50mm promus premier select stent was implanted. Following implantation, on withdrawing the delivery balloon, it stuck on the tip of the non-bsc guiding catheter. The procedure was completed successfully and there were no patient complications reported.